Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the 90% stenosed right coronary artery with a 2.00 x 23 mm xience alpine stent delivery system (sds). Reportedly, the sds was advanced to the lesion, met resistance with the anatomy and would not cross. Upon removal of the sds from the unspecified guide catheter, the stent implant was observed to be separated into two pieces and both pieces were still on the balloon. An unspecified balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent detachment was not confirmed. However, the stent was noted to be stretched, bent and had flared proximal struts. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the 90% stenosed lesion, as resistance was noted, during advancement, resulting in the reported failure to advance. Further interaction with the edge of the guide catheter during removal of the device, likely contributed to the noted stent damage. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.